Event description:
Patient reported pain. The events of "rippling of the implants¿, ¿problems became increasingly worse¿, and ¿struggle physically¿, ¿severe pain on a daily basis¿, ¿breast pain below and to the side¿, ¿repeated inflammation of the lymph nodes¿/¿breasts¿, ¿my breasts were inflamed¿, ¿burning sensation¿, ¿breasts are severely deformed¿, and ¿very hard¿ due to ¿encapsulation¿, ¿causing tissue in the upper area of the breast to already torn down/stretch marks¿, and ¿the lymph nodes were enlarged again¿, ¿company advertised that the implants were neither carcinogenic nor harmful, that turned out to be untrue¿ were later reported. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported pain. The events of "rippling of the implants¿, ¿problems became increasingly worse¿, and ¿struggle physically¿, ¿severe pain on a daily basis¿, ¿breast pain below and to the side¿, ¿repeated inflammation of the lymph nodes¿/¿breasts¿, ¿my breasts were inflamed¿, ¿burning sensation¿, ¿breasts are severely deformed¿, and ¿very hard¿ due to ¿encapsulation¿, ¿causing tissue in the upper area of the breast to already torn down/stretch marks¿, and ¿the lymph nodes were enlarged again¿, ¿company advertised that the implants were neither carcinogenic nor harmful, that turned out to be untrue¿ were later reported. The events of rupture, pain, silicone migration and capsular contracture baker grade iii. The device has been explanted and replaced with a non-abbvie device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported pain. The device remains implanted. This record relates to the left side.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/jul/2024.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the device related to the reported events pain was received on october 31, 2024, with lot number 2219320. Based on the product analysis performed, the assessments of the codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed an opening assessed as fold flaw opening, creases, particles, wear abrasion and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported pain. The device remains implanted. This record relates to the left side.